Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received battery out limit alarm, off no power alarm and unexpected restart alarm. The customer's blood glucose was 244 mg/dl at the time of incident. The customer stated that the battery out limit alarm occurred during normal use. The customer stated that the off no power alarm occurred without a low battery alert. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm did not occur after inserting a new battery. The insulin pump will not be returned for analysis.